Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) had two unrelated medical procedures performed, in which his device was deactivated and reactivated each time. Subsequently, the patient and their family reported hearing clicking, whistling, and a low 'growling' sound thought to be coming from the device. The local area sales representative confirmed the sounds were coming from the device, and had toggled the 'beep on paced and sensed events' on and off, correcting the tones. This condition has been known to prematurely drain the battery, thus the longevity of the device was in question.